Event description:
It was reported in stage two the battery implant was attempted on (B)(6) 2014 but unable. It was noted that the patient had pulled out this electrode also.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).